Event description:
It was reported that the device broke/did not work during a laparoscopic procedure. Another device was used to complete the case. There was no pt injury. This report is being filed for the findings upon investigation. Additional info was requested, but no additional info was provided. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the obturator was found to be in working order, but there was a nick on the blade seen under magnification. The sleeve of the device was pressure tested. The sleeve showed no signs of leaking when tested by itself, but showed signs of minor leaking when the obturator was inserted into the sleeve. The lot number was not provided so the device history record could not be reviewed for discrepancies. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.